Event description:
It was reported the patient feels a pulling sensation at her ipg site when stimulation is on or off. She stated she feels the sensation when she moves or sits a certain way. It was reported the physician has ordered x-rays. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.